Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the loop wire on the end of the peg tube broke and frayed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) loop wire on the end of the peg tube broke and frayed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed that the silicone tubing have been cut at approximately 33 mm from the proximal end and the distal portion of the device was not returned. The outer ring was properly positioned and without issue. An examination of the dilating tip found the wire loop to be broken and frayed at the apex. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube wire loop detached. There is no information available in the event description or additional information to provide a most probable root cause. Therefore, the most probable root cause is undeterminable. A device history record (DHR) review of lot number 16336258 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16336258.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown.according to the complainant, the loop wire at the end of the peg tube broke and frayed.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.